Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip would not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip would not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h1: investigation results: a resolution 360 clip was received for analysis. Visual and microscopic inspection of the returned device revealed that the clip was received without the clip assembly and with evidence of premature deployment. No other problems were noted. The reported event of clip failure to release from catheter was unable to be confirmed since the device was returned without the clip assembly but with the yoke still attached. Upon product analysis it was also observed that the device prematurely deployed. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position or angle, and/or detachment of the capsule due to hitting a surface contributed to the reported observation. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.